Event description:
It was reported that the vns patient had been mostly seizure-free for the majority of the past year; however, the patient recently had two drop attacks. No further information relevant to the event has been received to date.

Event description:
Additional information was received from the patient's treating physicians office. Reported that the patient had drop attacks on the following dates. (B)(6) 2015 with none since. It was reported to not be a new seizure type. The seizure frequency was below their baseline rate. The cause is unknown and no prior change in medications or settings. The patients therapy was adjusted after the reported drop attacks. Output current to 1.0 ma, magnet current to 1.25 ma.

Event description:
It was reported by the patient¿s grandmother that the patient has been seizure free for the past six months since the vns settings were increased.

Manufacturer narrative:
.